Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1114001) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a male patient underwent a peripheral intervention procedure on (B)(6) 2011. A 6f procedural sheath was used to obtain access to the common femoral artery (cfa). A pre-procedural femoral angiogram showed no presence of calcium or peripheral vascular disease (pvd) in the vicinity of the access site. The patient was administered an unknown number of units of heparin peri-procedure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. Successful hemostasis was achieved with the mynx. The patient was kept overnight, a standard hospital protocol for intervention procedures. It was reported that the following morning the patient developed a pseudoaneurysm (psa) which was confirmed with an ultrasound. The patient was treated with a thrombin injection. The patient was discharged later on that afternoon. No further information was provided.